Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an opthalmic operating system exhibited an issue that vitrectomy handpiece was not working. The details of procedure and patient harm had not been reported. Additional information had been requested.

Manufacturer narrative:
Additional information provided in section h.6 and h.11. The company representative was able to resolve the issue remotely, by advising the customer to replace their anterior vitrectomy handpiece with a new one. The system not tested (on-site) by the representative. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).